Event description:
The following was reported by the sales rep: "an avr through a hemi-sternotomy was performed using the proplege catheter. Dr. Positioned the catheter as usual, using the 11 fr introducer that comes with the kit. During the procedure, they noted leakage of blood from the introducer. After the case, they removed the proplege catheter, and kept having blood leaking from the introducer. They inserted the "blocker" provided with the introducer kit, and still noted leakage but of solute this time as the blocker was connected to their solute." No pt injury was reported.

Manufacturer narrative:
Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the leaking that have been confirmed per assessment by (B)(4) and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated for these complaints and product recall. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.